Manufacturer narrative:
E1 - updated initial reporter zip/post code e1 - initial reporter phone: phone number is (B)(6); reported here as phone number exceeded character limit for designated field. Device evaluated by MFR: the gladiator was returned for analysis. A visual examination found a complete balloon circumferential tear located approximately 35mm distal of the proximal balloon bond. A visual and tactile examination found the shaft of the device to have completely detached. The break was located approximately 5mm distal of the proximal balloon bond. The distal section of the shaft including the distal section of balloon material, both markerbands, and tip were not returned for analysis. The clinical observation was confirmed.

Event description:
It was reported that balloon rupture occurred, and additional intervention was performed. The 60% stenosed target lesion was located in the right forearm. A 6.0 x40, 75cm gladiator elite balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon third inflation at 24 atmospheres. Subsequently, the physician performed an intervention via surgery to remove the remnants of the balloon. The procedure was completed with another of the same device. There were no patient complications as a result of this event. It was further reported that the physician performed open surgery, cut through the skin and vessel to remove the remaining of the balloon.

Manufacturer narrative:
E1 - initial reporter phone: phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that balloon rupture occurred, and additional intervention was performed. The 60% stenosed target lesion was located in the right forearm. A 6.0 x40, 75cm gladiator elite balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon third inflation at 24 atmospheres. Subsequently, the physician performed an intervention via surgery to remove the remnants of the balloon. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
E1 - initial reporter phone: phone number is (B)(6); reported here as phone number exceeded character limit for designated field. Device evaluated by MFR: the gladiator was returned for analysis. A visual examination found a complete balloon circumferential tear located approximately 35mm distal of the proximal balloon bond. A visual and tactile examination found the shaft of the device to have completely detached. The break was located approximately 5mm distal of the proximal balloon bond. The distal section of the shaft including the distal section of balloon material, both markerbands, and tip were not returned for analysis. The clinical observation was confirmed.

Event description:
It was reported that balloon rupture occurred, and additional intervention was performed. The 60% stenosed target lesion was located in the right forearm. A 6.0 x40, 75cm gladiator elite balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon third inflation at 24 atmospheres. Subsequently, the physician performed an intervention via surgery to remove the remnants of the balloon. The procedure was completed with another of the same device. There were no patient complications as a result of this event. It was further reported that the physician performed open surgery, cut through the skin and vessel to remove the remaining of the balloon.